Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, channel clogged was noted. In addition, distal end insulation test failure and leak at the switchbox union were observed. The probable cause of the defect was related to normal wear and tear or customer's handling. The investigation is ongoing. Therefore; the root cause of the reported event cannot be determined at this time. However; if additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported that a disposable toothbrush for cleaning embedded into the channel of the evis exera ii gastrointestinal videoscop during reprocessing. During a standard service inspection of the customer returned device, channel clog was noted. This report is to capture the reportable malfunction found at inspection. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This supplemental report is to inform that upon further review, this is not a reportable malfunction. The defect occurred during manual cleaning after the procedure and the scope was not used when the cleaning brush was embedded into the channel. Per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.